Manufacturer narrative:
Additional information: tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Malfunction 3 annunciated on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) level was 40 mg/dl and carbohydrates were consumed to address the low bg. The cause of the malfunction or low bg was not known. The customer was to used another method for insulin therapy.